Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. The test blood glucose meter communicates properly with the insulin pump. The unit had cracked case window display corners and debris under the window.

Event description:
A phone call was conducted in order to follow up on a previous call that the customer made on low blood glucose and the blood glucose meter was not communicating with the insulin pump. It was found that customer called the paramedics and did seek medical assistance. The customer stated that he does not remember what happened, and he only remember going to the bathroom and two hours later he was on the bed with the paramedics around him. The customer stated that he went to the hospital because his ribs were hurting. No further information was provided.